Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient had a skin infection at the site of the ipg and the physician decided to perform an explant procedure to remove the ipg. The leads remain implanted as there was no sign of infection at the location of the leads. Patient status post procedure is unknown as attempts have been made to obtain this information but have been unsuccessful despite good faith efforts.